Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the belt clip rails on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rails, cracked retainer (small dent on surface), and minor scratches on lcd window. Broken belt clip rails confirmed. Tested ok. Additional damage to retainer confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic stated that the insulin pump had back of it. No harm was required during medical intervention . The insulin pump was returned for analysis.